Manufacturer narrative:
The reported product's were returned and investigated. The complaint is not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller (customer's daughter, a nurse) reported the customer received a reading on her adc blood glucose meter that was higher than she felt. On (B)(6) 2016 at 6:01 am the customer tested her fasting blood sugar with the adc meter and received a reading of 263 mg/dl. She then self-administered 13 units of novolog insulin (sliding scale) and ate breakfast. Two hours later the customer was "sweaty and non-coherent". The caller treated her mother with 15 cc of (B)(6) syrup sublingually, and then with 2 ounces of orange juice, an egg, and crackers with peanut butter. No further treatment was reported, and the caller indicated they did not contact a health care provider or hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. (Unique identifier (UDI) # ) was incorrectly documented in the initial MDR 30 day report and in the follow up #1 report.

Event description:
A caller (customer's daughter, a nurse) reported the customer received a reading on her adc blood glucose meter that was higher than she felt. On (B)(6) 2016 at 6:01 am the customer tested her fasting blood sugar with the adc meter and received a reading of 263 mg/dl. She then self-administered 13 units of novolog insulin (sliding scale) and ate breakfast. Two hours later the customer was ''sweaty and non-coherent''. The caller treated her mother with 15 cc of karo syrup sublingually, and then with 2 ounces of orange juice, an egg, and crackers with peanut butter. No further treatment was reported, and the caller indicated they did not contact a health care provider or hospital. There was no report of death or permanent injury associated with this event.